Event description:
The pt was admitted to the coronary care unit for a possible myocardial infarction. A lidocaine drip was started at 15 ml/hr using the infusion pump. It was reported that after approx 2 hours and 20 minutes, the pt suddenly complained of shortness of breath and 30-45 seconds later his speech became garbled. After an add'l 30-40 seconds the pt experienced a seizure and soon after the pt arrested. Resuscitative measures were initiated, but the pt was not able to be revived and died. When the pump was removed from the pt it was noted that the pump displayed a rate of 15 ml/hr and a volume remaining to infuse of 218 ml, however the 250 ml solution container appeared more empty than expected. The hospital measured the remaining solution in the container and the intravenous tubing. It was determined that approx 80 add'l ml of lidocaine solution had apparently infused.